Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was returned to the biomedical department with an unsigned note that stated, "not alarming." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events while the device was in clincial use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The device did not sound an audible alarm tone during an alarm condition. This was due to a disconnected connector.